Event description:
The customer called and reported her blood glucose reached 570 mg/dl and she changed her infusion set. She treated with a syringe. At the time of this report, customer's blood glucose was 510 mg/dl. Troubleshooting was performed with customer's insulin pump. The drive support cap appeared normal. There was a little air bubble found in the tubing, near the infusion set and reservoir connection. Customer reported insulin exited at the quick release during manual prime. The customer declined to check for possible site and insulin issues. The basal rates and bolus wizard settings were programmed accurately and bolus history appeared to be correct. The customer was unable to perform the high pressure test. It was advised that the customer change the entire set, reservoir, and insulin. Customer was further advised she would be sent tubing clamps and to call back upon receipt, so as to perform the high pressure test. The insulin pump will not be returning for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.